Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. Confirmed. Fse replicated 311 and 319 errors and had issues with reprogramming. Fse reseated vix board and was able to reprogram the video display controller network (vdcn) node successfully. Fse completed system verification with no errors. Fse had vix board ordered and will continue to monitor for any following issues. The system was tested and verified as ready for use. The probable root cause of the complaint involving error codes 311 and 319 is related to a faulty system component, specifically a communication failure with the vdcn node.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer asked where to connect the onsite cable. While the system was idling it presented an error 319 and prompted a reboot. Customer rebooted the system, and it powered on with error 311 present. Technical support engineer (tse) advised customer that an field service engineer (fse) will need to come resolve the issue. Customer stated they were going to utilize the xi system to complete the case. The procedure was aborted to another dv system with no reported injury.